Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit had been insufficiently reprocessed, leaving foreign material in the nozzle and causing a blockage/restricting the flow rate. Additionally, the subject device had experienced notable wear and tear. The bending angle was insufficient. The distal end adhesive was compromised. The switches were failing. The objective lens was damaged. Shadows were present in the image, and several components had notable scratching present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera colonovideoscope due to an air/water flow rate issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The reported event was discovered during pre-use inspection. The intended procedure was for inspection and the procedure was completed without delay using another scope.